Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that it was not possible to produce x-rays. Review of the log files confirmed malfunction with the ippc (image processing pc). The fse found the actual cause of the issue was with the ippc and the image disk which was defective. The fse replaced the ippc and the hard disks to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that it was not possible to produce x-rays. There was no reported patient or user harm. The system was in clinical use. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc, three hard disks and returned the device to use in good working order.